Event description:
It was reported that a patient presented via a merlin.net transmission with a device that was post-paced t wave oversensing. The oversensing was observed on stored egm for a nonsustained lead noise episode. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.